Manufacturer narrative:
Concomitant medical product: olympus visiglide wire guide; unknown model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual examination of the returned device shows the solder joint adhering the metal tip to the irrotational cable appears to be intact. However, the metal tip has broken. One piece remains soldered to the tip of the device, and one piece separated and was not provided with the return. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use indicates the following: "once stent is securely connected to retriever, open elevator of endoscope and slowly pull stent and stent retriever out of channel making sure wire guide is left in place." Pulling too quickly on the stent with the stent retriever may damage the stent retriever. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook soehendra stent retriever. Suddenly, the tip of the retriever got lost [detached].